Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
One (B)(6) 2018, the reporter for the patient contacted lifescan (lfs) alleging that their onetouch ultra 2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2018, 9:00am. The reporter stated that later that same day at 8:00pm the patient obtained an alleged inaccurately high result of 278mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient takes insulin (self-adjuster) ¿humalog (sliding scale) and levemir 52 units a day¿ to manage their diabetes and reported that at 8:00pm they took an unspecified increased dose of insulin in response to the alleged product issue. The reporter stated that on (B)(6) 2018, at approximately 9:00pm the patient developed symptoms of ¿dizzy¿. The reporter stated that, they immediately treated the patient with soda and the patient felt better afterwards. The reporter denied that the patient obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing. The reporter confirmed that the test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly received third party medical intervention for an acute low blood glucose excursion after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.